Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump despite the attempt of multiple wall adapters. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer will continue to use the pump until the replacement pump is received. In addition, the customer experienced an elevated blood glucose (bg) level the night prior to contacting tandem technical support of 450 (mg/dl). The contact stated the customer did not bolus for a snack the customer consumed. A bolus was delivered to correct bg level.